Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, lens was implanted and surgeon noted that haptic was amputated. Subsequently the lens was removed during initial procedure and completed with another lens with same diopter/model. Additional information has been requested.